Event description:
A malfunction was reported on the pump, specifically malfunction code 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer contacted technical support and received assistance in resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if the issue happened again.